Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The t-handle that connects to the summit reamers is stripped.

Manufacturer narrative:
Examination of the returned device did not confirm the complaint as stated. However; visual analysis found one of the two tabs cracked and flared out previous investigations found misuse and heavy usage as contributing factors. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.